Event description:
Edwards received information that this aortic pericardial valve was explanted after one (1) year, four (4) months due to paravalvular leak. This was replaced with a 21mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Device not returned. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.